Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leak at o ring's and insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was unknown. The customer stated that insulin pump was exposed to moisture and insulin was leaked to the reservoir compartment. It was also reported that customer declined troubleshooting for high blood glucose and insulin flow blocked alarm. The customer stated that they did not received any alarms immediately after moisture exposure and insulin pump did not passed self test. The reservoir will be returned and insulin pump will not be returned for analysis.